Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen, and cartridge alarm issues were verified; however the cartridge damage issue could not be verified as no cartridge was returned for review.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that there was an o-ring on the pneumatic tap. Customer removed the o-ring. Customer reloaded cartridge and received a cartridge change error. Customer had recently fallen on pump. Customer's blood glucose level was 106 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.